Event description:
A report was received that the patient underwent a lead and pocket revision. The reason for the revision is unknown. The patient's ipg was explanted and replaced. After the revision, the patient was reportedly doing well.

Manufacturer narrative:
Device was explanted and not returned to bsn. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.